Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.  Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, upcoming revision, reason not indicated by nurse. Information received 09/18/2020: revision on 09/18/2020 is also just a repositioning of the pump, rather than a revision of the device per the physician. The pump was not working properly. The physician repositioned the pump in the scrotum and the pump proceeded to work correctly, this is why no products were used. Revision surgery occurred: (B)(6) 2020.